Event description:
The affiliate reported the customer alleged an elevated thyroid-stimulating hormone (tsh) result, for one pt, involving access 2 immunoassay system. Subsequent testing produced a lower result within normal reference interval. The elevated result was not released out of the laboratory. There was no report of pt injury or change in pt treatment associated with this event. The customer supplied beckman coulter, inc in europe with the pt's sample for further analysis.

Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. H6: testing at beckman coulter customer product line support (cpls) laboratory produced a negative result from the pt's sample provided by the customer. Cpls could not reproduce the elevated result claimed by the customer. The cause of the event is inconclusive. This reportable event was identified during a retrospective review of product complaints conducted between jan 1, 2008 to october 23, 2010 for add'l reportable events.